Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During pacemaker implant, the lead was unable to connect with the header on the device. The device was explanted and a new device was implanted to resolve the event. The patient was in stable condition.